Event description:
Reportable based on the analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the device would not cross the lesion. The 70-80% stenosed lesion being treated was located in the severely tortuous and moderately calcified mid left circumflex (lcx). The physician attempted to place a 2.25x28mm promus element stent but was not able to cross the lesion. The device was removed and lesion was dilated with a maverick 2.0x20mm balloon at 12-14 atm. The physician then attempted to place the same 2.25x28mm promus element again, and was not able to cross the lesion. The procedure was then completed with a different device. No patient complications were reported and patient status is "stable". Returned product analysis reveled stent damage. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the device found the stent damage. The proximal section of the stent was damaged and misaligned 13mm from distal. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4)